Event description:
It was reported that in the report that a 77-year-old male patient born on (B)(6) 1948, diagnosed with chronic obstructive pulmonary disease with acute lower respiratory tract infection. On december 11, it was noted that there were obvious wheezing sounds. To remove deep-seated phlegm and clear the airway, a bedside fiberoptic bronchoscopy was performed. The bronchoscope was inserted via nasal tracheal intubation. The tracheal tube packaging was opened, and the integrity of the tracheal tube cuff was tested, revealing a cuff leak air. The tracheal tube was immediately replaced, the procedure proceeded smoothly, and the cuff pressure of the tracheal tube was normal during testing. On december 12, during the ward round, the patient's vital signs were stable. Upon checking the tubes, it was found that the tracheal tube cuff pressure was below the normal value. The tracheal tube cuff was reinflated, and after observing the cuff for 5 minutes, the pressure was still below normal. The doctor was immediately notified to replace the tracheal tube, and the procedure went smoothly. No patient harm was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.